Event description:
Customer reports throwing up several time and tested his blood glucose with a result in the 300;'s mg/dl while using the advantage system. Customer reports he was incoherent and his wife called the ambulance. Customer was using expired strips. Customer reports paramedics tested his blood glucose; result was not provided. Customer reports he was treated with a unk medication, probably glucose. Customer reports his blood glucose was going low but the meter was saying he was high. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.